Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, when inflation was performed for several times, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.